Event description:
It was stated that patient was seen in the months of (B)(6) 2013 when the healthcare provider (hcp) did the side port aspiration for a pain medication. Patient had been complaining of increased pain and spasticity and had asked hcp if he could put pain medicine cause he was on a lot of pain medications (experiencing side effects with patches and meds). Hcp therefore did a side port aspiration and ¿it was blocked¿. They then did tapering down of the dose to 0 and did dye study under fluoroscopy. It was stated that after dye test the hcp didn¿t do a refill but they were not sure what they did. Drug in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional via a manufacturer's representative (rep) on (B)(6) 2015. At the time of the report, the patient was receiving lioresal (500 mcg/ml at 25 mcg/day) via an implanted pump. The pump was being replaced due to the elective replacement indicator (eri) and the catheter was replaced due to the fact the patient had a loss of therapy in the past. The patient was seeing a different healthcare professional (hcp) at that time and a catheter access port (cap) dye study was attempted, but the hcp was unable to aspirate. On (B)(6) 2015, the hcp decided to replace both the pump and catheter. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: catheter model #: 8731sc, serial #(B)(4), implanted: (B)(6) 2009, explanted: unk. (B)(4).